Event description:
Customer reported receiving high blood glucose readings and not taking insulin based on these results, as they then relayed an incident in june of 2005 where they did administer insulin based on high glucose results received on their precision xtra monitor. While at a local hospital for a scheduled appointment, customer recalls losing consciousness and kept at the hospital for several hours for monitoring and to stabilize glucose levels. Glucose was reported by the hospital to be 14mg/dl. Exact treatment administered is unknown.